Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7099104/7099302.